Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for cervical/neck. The patient reported that the ins hadn¿t worked for a long time and it wasn¿t keeping the voltage, so he was planning to get it removed. No further complications anticipated.